Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® dryseal sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat a 7cm right common iliac artery aneurysm. It was reported that the physician planned at the beginning to use the right side, however, it was unsuccessful due to thrombus from the origin to the end of the common iliac artery. After 30 min of intent, the physician realized that the right internal iliac artery (riia) was already embolized. The procedure was continued and the 8fr sheath was exchanged for the 16fr gore® dryseal sheath in the left side. Reportedly, after the pigtail was passed and the angiogram was performed, a retrograde dissection was discovered from the left internal iliac artery (liia) all the way up to the descending aorta. According to the physician, the cause of dissection is unknown. It was reported that the physician excluded the rcia aneurysm and the dissection of the lcia was sealed. According to the physician, the problem was not related with the use of gore® dryseal sheath. The device was used inside the gore® instruction for use in a vessel of at least 9mm with a healthy anatomy. The patient tolerated the procedure.